Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that the alarm has occurred 3 or 4 times. Customer stated that the pump alarmed no delivery while filling the tubing and the numbers on the pump screen will reflect 2.7. Customer will change the reservoir and the issue resolves itself. Customer declined troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.